Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a damaged pin on a connector on the main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrodes pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.